Event description:
Per the clinic, the patient experienced severe nausea in response to sound. On (B)(6) 2015 a CT scan was performed and revealed the device was in the vestibule not in the cochlea. Subsequently on (B)(6) 2015 the patient underwent revision surgery to have the device explanted; during the procedure, the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device is currently not available.